Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to cystocele, rectocele, and uterine prolapsed concurrently with a hysteroscopy with ablation due to menorrhagia and sacrospinous fixation. The patient experienced pain, bleeding, infections, scaring, dyspareunia, bleeding during intercourse, uncomfortable having sex and is embarrassed when incontinent, and incontinence. It was reported that the patient underwent ablation on (B)(6) 2007. The patient underwent a hysterectomy on (B)(6) 2009 due to multiple myomas and dyspareunia; and a mesh removal on (B)(6) 2010 due to mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.